Event description:
The customer reported that the system intermittently would shut down uncommanded during cases. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gpos single board computer and the ups. The system operates as intended.